Event description:
A patient fall occurred while on a huntleigh healthcare alpha active mattress replacement system, in use with a kimball bed frame. Patient sustained a right lower extremity fracture.